Event description:
It was reported that the field representative called for review of an electrogram (egm) for this patient with a cardiac resynchronization therapy defibrillator (crt-d). Review of the egm found there was three signals for each atrial event, 1 small signal, a true p wave then far-field oversensing. Technical services informed this has been there since the beginning of this implant. The signal is still present on premature atrial contractions (pac)s which appears to be some signal from the sinoatrial (sa) node. At this time, the device remains in service. No adverse patient effects were reported.